Manufacturer narrative:
D4. Lot number corrected from 0026998312 to 0026237653. D4. Expiration date corrected from 03/15/2023 to 10/13/2022. H4. Device manufacture date corrected from 03/15/2021 to 10/13/2020. Device evaluated by MFR.: a synergy ous mr 4.00 x 48 mm stent delivery system was returned for analysis. The device was returned with the stent expanded, moved distally on the balloon and damaged, with the distal stent region pulled over the tip. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure applied to the cones were noted. Balloon folds are partially open, and crimp markings are visible on the exposed balloon wall. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 48 synergy drug-eluting stent was selected for use. However, during unpacking, the stent looked bulky and thick, and the strut was all mushed up. The end was attempted to thread and it was all unraveled. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 4.00 x 48 synergy drug-eluting stent was selected for use. However, during unpacking, the stent looked bulky and thick, and the strut was all mushed up. The end was attempted to thread and it was all unraveled. The procedure was completed with another of same device. No patient complications were reported.